Event description:
New information received indicates that a fracture was noted on the right ventricular lead.

Event description:
It was reported that the patient presented for a scheduled procedure. Prior to the procedure, the right ventricular lead exhibited high capture threshold and pacing impedance. The lead was capped and replaced on (B)(6) 2023. The patient condition was stable.